Event description:
It was reported by customer that the nurse attempted to place the accucath and was not able to remove needle from catheter when inserting in patient, she described it as getting stuck in the catheter. Rn had to remove the guidewire, catheter and needle from patient's arm. (B)(6) 2024: no patient harm to the patient, the catheter and needle were successfully removed from the patient. (B)(6) 2024 it was found during an investigation that the guidewire was observed protruding through a hole in the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult insertion and device removal was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20 ga x 2.25 in. Accucath ace peripheral IV catheter assembly. Blood residue was observed within the catheter luer. The safety button was depressed and the needle was fully withdrawn into the housing. The catheter overlaid the guidewire. The guidewire tip coil protruded from a hole in the catheter shaft approximately 1cm from the distal tip. The guidewire appeared intact. Microscopic inspection of the hole in the catheter revealed abundant deformation. The fracture edges exhibited a striated pattern. Deformation was observed at the damage site and multiple kink impressions were observed in the vicinity of the split. Microscopic inspection of the distal end of the catheter revealed material buckling. The abundant catheter deformation and guidewire protrusion through the catheter wall would likely result in the reported difficulty when attempting to withdraw the insertion assembly. The multiple kinks near the hole in the catheter suggested that the catheter may have become folded upon itself during insertion, leading to perforation by the guidewire, resulting in difficult guidewire removal. Overall, the damage was consistent with attempted insertion against resistance, such as into the vessel wall. This complaint will be recorded for future trending and monitoring purposes.